Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf197 and sf218) related to a stuck outlet flow sensor and a main board issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The pneumatic block was replaced to address the reported complaint. The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 197 and 218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf197 and sf218) related to a stuck outlet flow sensor and a main board issue. There was no patient harm or serious injury reported as a result of this incident.